Event description:
In 1986 this patient had bilateral silicone gel implants placed. Two years later she began to suffer myalgia of the neck, back and lower extremities. She developed arthritis, fatigue, night sweats, dry mouth, shortness of breath on exertion, nausea, diarrhea, and numbness and tingling in the fingers and toes. The patient had a bilateral periprosthetic capsulectomy and removal of the implants. Both implants were removed intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.